Manufacturer narrative:
The device was received with broken seals on the plunger assembly and found crack on the right plunger case. The history log showed force sensor bridge test error. Occlusion testing was unable to duplicate the force sensor bridge test error, all the reading are within the required specs. The root cause was unable to determine. The tech replaced plunger cable for preventive. Performed occlusion test and all functional tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported the device had a force sensor issue. No patient injury reported.